Event description:
The facility's user facility report stated that a "single channel IV pump alarmed 'pump failure'. Unable to program IV pump." The type of the failure or the serial number of the device was not provided. Section f10 of the user facility report listed pt codes describing that the pt experienced low blood pressure and electrocardiogram changes. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt injury, pt's demographics, diagnosis or status, medical intervention, or medication involved.